Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call indicating a button error from the insulin pump. The customer's blood glucose level was unknown. The customer stated that the pump was stuck in water by accident and now the buttons are not working. The customer went in the ocean with the pump in his pocket and it alarmed button error. The customer tried to clear the alarm, but was not able to. Customer was advised to discontinue use of the device and to revert to a backup plan.

Manufacturer narrative:
The pump was received with no up or down button response due to corroded keypad traces. No button error alarms noted during testing. Moisture damage was found on the electronic and motor assembly. The pump was received with minor scratches on the display window, a cracked reservoir tube lip, a cracked case near the reservoir tube window and a missing end cap sticker.